Event description:
A registered nurse (rn) on behalf of a home patient (hp) contacted baxter's technical service center regarding a compact exchange device (cxd). The rn stated that the hp has to move the carriage manually to the left in order to put the tubing in and then is able to spike the bags by doing this. The rn was requesting a swap of the device, so the technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.